Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of the vena cava filter, the last two filter legs remained inside the deployment sheath. Addition manipulation was needed to complete the deployment. No attempt was made to retrieve the filter. There was no reported pt injury.